Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The reported patient effects of mitral stenosis and worsening mitral regurgitation (mr) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article titled: edge-to-edge mitral valve repair for acute mitral valve regurgitation due to papillary muscle rupture: a case report.

Event description:
This is filed to report mitral stenosis and recurrent mitral regurgitation. It was reported through a research article titled, edge-to-edge mitral valve repair for acute mitral valve regurgitation due to papillary muscle rupture: a case report identifying a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. On (B)(6) 2016, two clips were deployed, reducing mr to 1-2. Post procedure, the mean pressure gradient was 6mmhg. On (B)(6) 2016, the patient was in stable conditions and was discharged. On (B)(6) 2018, a follow-up revealed the patient was slightly symptomatic. The echocardiogram showed mr was at 2 and the mean pressure gradient was still at 6mmhg. Additional treatment was not provided. The patient remains stable. Details are listed in the article. No additional information was provided.